Manufacturer narrative:
H3: the device was received for evaluation; however, the lot number was not provided, and a device history record review could not be performed. Visual inspection identified a bent cannula, with no other anomalies observed. Functional occlusion testing demonstrated no flow under test conditions, consistent with a blockage condition. The complaint of a bent cannula and associated line blockage was confirmed. The root cause could not be determined.

Event description:
It was reported that the pwd¿s glucose level had been rising. The cannula was removed and found to be twisted and flattened. The cassette had been changed earlier and was not an ICU med product. At the time of the issue, glucose measured 350 mg/dl and was later recorded at 330 mg/dl. The cleo 90 infusion set had been changed, not the cassette, and this was also not an ICU med product. A preference for steel cannulas had been expressed, as plastic cannulas did not work well. The event occurred while in use with a patient and there was no patient injury.